Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. After 48 hours, the patient returned to the hospital and it was discovered that the infusor had not delivered any of the medication. The infusor was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.